Event description:
In fall of 2011, my dr suggested thermachoice endometrial ablaton for painful periods. He made it seem like it wasn't that big of a deal, and that he's had people hold conversations through the whole procedure. He gave a brochure with only a small amount of info. He had me take one vicodin and ibuprofen before the procedure. I don't know if he gave a local anesthetic, but as soon as he started the procedure, I started screaming for him to stop. I was trying my best to hold still, so he wouldn't perforate my uterus. I screamed and cried the whole 8 mins while they burned me from the inside. I was in shock. After it was over, he said "it couldn't have been that painful because my toes didn't curl." When I got home, I ended up in a ball on the kitchen floor in pain. My husband took me to the ER. They gave me morphine. I've been sick with so many problems ever since. I later learned that people who have had their tubes tied shouldn't have this procedure done. That info was not in the brochures, along with a lot of other missing info I needed to be properly informed about the procedure. This dr was the same who had tied my tubes in 2002. I still get my period too, which he said would likely go away after the procedure. I've also heard after the fact that most people who have this done end up needing a hysterectomy within 10 yrs when I likely wouldn't have needed one before. It still shocks me to think about what he did to me. So traumatic.